Manufacturer narrative:
Section d9. Device available for evaluation? Yes, returned to manufacturer on: jun. 29, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half. The lens was cleaned and presented no issues that would have contributed to the complaint issue. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. It was replaced with a zcb00, 23.0d power size iol. There was no incision enlargement, no vitrectomy, and no sutures done. There was no patient post-op injury, patient stable post-op with resolved symptoms. No other information was provided.

Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.